Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had fallen back to storage mode. Surgical intervention was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.